Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. No changes or intervention were reported. The patient was in stable condition.